Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a totally occluded lesion in the proximal right coronary artery with mild tortuosity. The patient was diagnosed with an acute myocardial infarction. Pre-dilatation was performed and the 3.5 x 28 mm xience prime stent was deployed. The stent was confirmed to be fully apposed and timi grade was improved from timi 0 to timi 3. The procedure was successfully completed. On (B)(6) 2013, the patient experienced chest pain at home. The patient presented to the hospital on (B)(6) 2013 with an increase of creatinine kinase value; therefore, an emergency percutaneous coronary intervention was performed. A total occlusion with thrombosis was observed proximal to the stent. Thrombectomy was performed, followed by balloon dilatation, and the flow was improved. Angiography was performed and the procedure was completed. It was noted that the patient was on clopidogrel 300mg/day ((B)(6) 2013, loading dose), bayaspirin 200mg/day (from (B)(6) 2013); however, the administration of both medications were stopped on (B)(6) 2013 due to a surgical operation for his stomach. The physician commented that the discontinuation of medication would cause thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.